Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not have stimulation, and her ipg was unable to communicate with external devices. Replacement devices did not resolve the issue. Attempts to determine the next course of action were unsuccessful.